Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unknown date, the patient began treatment with dianeal pd4 ambuflex (solution sys ii w/ 1.5 and 2.5 glucose) (12000ml, ip,) extraneal viaflex (7.5% icodextrin system ii) (2500ml, intraperitoneally (ip) (frequency was not reported), intraperitoneally (ip) for peritoneal dialysis (pd). The nurse called baxter (B)(4) to report that the patient experienced peritonitis and had surgery to remove the catheter and part of his colon. It was unknown if the dianeal and extraneal therapies were ongoing or if the peritonitis resolved. No statement of causality was reported for the event of peritonitis.